Event description:
Reportedly, the patient passed away on (B)(6) 2017; the reason of death is currently unknown.

Event description:
Reportedly, the patient passed away on (B)(6) 2017; the reason of death is currently unknown.